Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that inappropriate ams due to atrial lead noise and high pacing impedance was observed. During lead replacement insulation anomaly was noted. The lead was capped and replaced. The patient is stable.